Event description:
It was reported that the patient fell in 2007, landing on his head. The patient is no longer able to hear with his device, a large swelling over the left implant site gradually ebbed away over the weekend. The patient is bilaterally implanted. The area over the implant site is still bruised with grazing to the wound site. The coil still attaches, but the area around the implant site feels soft and the internal housing device is moveable. Some movements it is possible to feel sharp edges from the housing. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.